Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that the patient's implant battery was only lasting about a day or two. Caller stated that the implant was working fine and charging fine and was lasting almost a week, 4-5 days sometimes. Caller said that on wednesday, the implant battery changed from 30% to 100% and within 5 minutes, it dropped back to 50% and 15 minutes later, it was at 100%. Caller said they had the patient charged for another 2 hours to get the implant back up to 100% on thursday. Then on saturday, at 5: 30pm, implant was dead and completely turned off. Caller confirmed that patient charges on good or excellent connection most of the time. Caller denied any recent therapy changes or reprogramming. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.